Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: a review of the pump¿s black box showed multiple cs 052 slave communication alarms. During testing, the pump successfully completed the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no cs 052 call service alarms occurring. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. The returned battery cap was undamaged and fit securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.